Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained that their device was beating out of their chest and not acting right a few days post-implant. It was determined that the left ventricular (lv) lead had dislodged and the patient was experiencing diaphragmatic stimulation. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.